Manufacturer narrative:
The customer reported, the paddle set failed during testing. A philips representative duplicated the reported malfunction. Replacing the paddle set resolved the reported issue.

Event description:
The customer reported, the paddle set failed during testing.